Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 801 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.

Manufacturer narrative:
The aware date of the complaint is "(B)(6) 2017" so date received by manufacturer should be "12/28/2017" on initial MDR. Date error entered is the event date in the initial MDR.